Event description:
It was reported that the bed exit did not work and there was a pt fall. The pt reportedly sustained a fractured hip. Facility was not able to report on medical intervention required because, the pt was immediately transferred to the acute care hospital upon discovery.

Manufacturer narrative:
The bed was inspected and found to be working to specification. It is believed that the bed was not properly zeroed out before use.